Event description:
Discordant pt results when testing a heparinized specimen using instrument. Flat curves were obtained with no error code for several activated partial thromboplastin time (aptt) results from the pt.